Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4)

Event description:
Treatment of two small ruptured aneurysms in the a-comm (anterior communicating) artery in two separate cases. The physician reported that there were two cases (on an unspecified date) that involved a small axium coil (2mm in size) perforating the aneurysm and re-rupturing it. The two patients did not have any negative outcome from the adverse event. No further information was available same report as MDR# 2029214-2014-00616.